Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the events of the contained rupture and surgical conversion. The events are most likely device related due to the use of the strata material. There was evidence to reasonably suggest a type 3b endoleak of the proximal extension and sac growth of 16mm occurred based on imaging available for review. There were no procedure related harms identified. The final patient status was discharged home on post operative day 8 in fair condition following the surgical conversion. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem has been updated. D2: product description has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D11: concomitant medical products and therapy dates has been updated. G1,2: contact office- name has been updated. H4: device manufacture date has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent and (2) limb extensions to treat an abdominal aortic aneurysm (aaa). Reportedly, approximately 7.7 years post initial procedure patient was admitted to hospital with a contained rupture and physician elected to explant the bifurcated stent graft. Patient did fine and has been released. Additional information: during the investigation, review of a computed tomography (CT) identified a type 3b endoleak of the proximal extension and sac growth of 16mm had occurred.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent and (2) limb extensions to treat an abdominal aortic aneurysm (aaa). Reportedly, approximately 7.7 years post initial procedure patient was admitted to hospital with a contained rupture and physician elected to explant the bifurcated stent graft. Patient did fine and has been released.